Event description:
Boston scientific provided the following information: it was reported that this right atrial (ra) lead was capped and surgically abandoned due to dislodgement, with it presenting a lack of capture as a result. X-ray imaging was utilized to confirm the dislodgment. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.